Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not last as long as expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.   Concomitant medical products: 5866, adaptor, (B)(6) 2012; 5072, implantable pacing lead, (B)(6) 2005; 6949, implantable tachy lead, (B)(6) 2005. (B)(4).

Event description:
It was further reported that the ICD was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 94% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.